Manufacturer narrative:
N/a

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy . Reportedly, the prismaflex set unloaded during treatment when the nurse accidentally pressed the unload button while troubleshooting the machine. As a result, blood backed up into the solution bags and immediate medical intervention was required. Limited information has been provided despite numerous requests for information. The date of the event is unknown therefore, the date of the event in this report is an estimated date.